Event description:
Two problems were reported by staff of pcu. First, was that the telemetry transmitter specified here was broken. The second reported problem was that the ECG waveform displayed on the central monitor under the label of bed was not the ECG of the pt assigned to that bed. Info regarding the monitor was given by pcu nurse. She stated that the transmitter normally used to monitor bed was broken. While this transmitter was out of service a replacement transmitter was removed from a second bed and used to monitor bed. The central monitor was then programmed to display the channel of the new transmitter under the label of bed. After the pt in room was discharged the transmitter was removed from the bed and used to monitor a pt in a different bed. The channel programmed into the central monitor under the label of bed was apparently not cleared when the transmitter was moved. Another pt was later admitted to bed. At this time a third transmitter was used to monitor bed. The central monitor must be reprogrammed at this point to display the channel of the new transmitter under the label of bed. Until this step is completed the central monitor will continue to display the ECG waveform being transmitted on the last programmed frequency even if that frequency is assigned to two or more beds. With this step uncompleted the ECG displayed on the central monitor under the label of bed could actually be transmitted from another bed. Action taken: captured the transmitter specified under equipment tested. Contacted biomed's liason to hosp. Testing of the transmitter established that it was not producing a signal. The problem was traced to a broken three-pin connector between circuit boards. Conclusion: although the transmitter was broken, the malfunction of the transmitter did not contribute to the reported incident.